Manufacturer narrative:
The investigation revealed a complaint reporting that the tip of a xlif pituitary broke off during surgery and had to be retrieved. No device was returned for evaluation and no radiographs provided so the complaint could not be confirmed. This event occurred intra-operatively. The patient experienced no adverse consequence as a result of the failure and all pieces were removed. No additional investigation required. Review of the device history records notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Review of the associated risk determined the hazards associated with the reported event were previously addressed. The worst case estimated severity and rate of occurrence documented that no new risks were identified. The overall risk has been maintained, and no further corrective actions are required. Labeling, manufacturing, complaint history, and risk reviews were completed with no deficiencies, discrepancies, or adverse trends identified. The device was dispositioned for scrap, and the event will be used for trend data. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
The pituitary mouth broke off while trying to do discectomy. All parts were retrieved.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the tip of a xlif pituitary broke off during surgery and had to be retrieved.